Manufacturer narrative:
(B)(4) date sent: 7/15/2016. Batch # unk the lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a coronary arterial bypass grafting, the blade was broken off without displaying an error message. The blade tip was broken off outside the patient and no pieces fell into the patient. The doctor commented that the blade had not contacted to something hard. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.